Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a ventral hernia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a ventral hernia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on 07jan2019 it was reported that the event occurred during an esophagogastroduodenoscopy (egd) procedure. It was noted that the balloon burst at 8mm.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. A visual examination of the complaint device revealed that the balloon burst. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.